Manufacturer narrative:
It was reported that there was an intermittent touchscreen failure unresponsive to touch. On 2024-05-15, it was informed that the cardiohelp was exchanged during treatment. The failure occurred during treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-05-14. The ch user interface hardware update set was replaced. The rotary encoder was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure was analyzed by the life cycle engineering. The connection to one of the two levels is interrupted. As a result, no positioning can be performed (either at the connector or within the touch). The positioning has shifted and it does not recognize the input at the 'button' during the last maintenance manual errors have occurred. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. Thus the risk for harm of any person is remote. The device was manufactured on 2022-04-06. The review of the non-conformities has been performed on 2024-05-22 for the period of 2022-04-06 to 2024-02-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "touchscreen unresponsive" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in USA during treatment. It was reported that there was an intermittent touchscreen failure unresponsive to touch. On (B)(6) 2024, it was informed that the cardiohelp was exchanged during treatment. No harm to any person has been reported. The cardiohelp was exchanged during treatment. Therefore, a report is needed. Complaint ID # (B)(4).